Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited unspecified capture threshold and unspecified over-sensing. No intervention was performed. The condition of the patient was unknown.

Manufacturer narrative:
Further information was requested but not received.